Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported having high blood glucose of 563 mg/dl since she changed the infusion set. Instructed the customer to remove the cannula, and it was bent, but the insulin pump did not alarm. Explained to the customer that at the time when she inserted the infusion set, she could have hit possible scar tissue, and the insulin could have been delivering, but not fully absorbing. The customer called back and stated that she was not getting any insulin. Advised the customer to speak to her doctor regarding the amount of insulin and to assist her with the manual calculations. No further info was provided.